Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken handle, due to transporting. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue and verified the damage to the handle. To fix the issue the fse replaced the handle then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).